Event description:
It was reported the patient experienced pain at ipg site. Surgical intervention may take place to resolve the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place where the existing ipg was explanted. Patient was implanted with a new ipg at a new location due to pocket discomfort.